Event description:
It was reported to technical services on (B)(6) 2012 that there is telemetry noise on the ra lead. Impedance is 492-503 ohms. Patient has not been feeling well, he is completely dependent. Programmed to bipolar. Hcp stated he did change sensitivity from 2.5mv to 5 mv. No further information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).